Event description:
A cartridge change error in the customer's insulin pump was reported, which rendered the customer unable to load cartridges correctly, despite assistance from technical support and attempts with multiple cartridges. There was no adverse impact on the customer's blood glucose level as the issue did not cause it to exceed 500 mg/dl (27.7 mmol/l). As corrective action, the customer was instructed on inspecting and cleaning the pump, and eventually, technical support decided to replace both the malfunctioning pump and cartridges. The customer was advised to use multiple daily injections as a backup therapy and was informed that a replacement pump with updated software would be sent, with the tracking details shared for delivery.